Manufacturer narrative:
A medtronic representative visited the site to evaluate the equipment. No failures were found. Codes (B)(4) are applicable.

Event description:
Medtronic received information regarding a navigation system. It was reported that the video on system was cutting out intermittently. No further information was provided. It was reported that a patient was involved, but patient impact was not provided. The video complaint was to an external monitor. The video cable wasn't screwed on to the terminal and the connection was not stable. After tightening the connection it functions properly.